Event description:
In 1997, the cryopreserved aortic valve and conduit in question was implanted into a pt. At that time, the pt's history was significant for rheumatic fever, congestive heart failure, left ventricular hypertrophy. Mitral valve insufficiency, and aortic regurgitation/insufficiency. Approximately 3 and 1/2 years later, the pt underwent aortic valve replacement due to endocarditis and structural deterioration. According to the clinical report, the pt's pre-op echo indicated vegetation on the aortic and mitral valve and wide open aortic valve regurgitation. Additional, the right coronary cusp of the aortic valve was "completely destroyed by bacterial endocardititic process".